Event description:
Customer reported staff noticed IV fluid rapidly leaking above flat blue plastic piece that anchors into the IV pump- crack noted at that point. No patient harm reported and no additional event details provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.